Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the guidewire exit notch. There was a tear in the inner and outer shaft material. Microscopic examination presented no irregularities that could have contributed to the damage. Product analysis confirmed the reported balloon burst was caused by the torn shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.